Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the device was not working. The patient clarified the recharger flashed a couple times and said to reposition. The patient stated their programmer did not work either. The patient stated the last time they recharged was in the middle of (B)(6), but they did not know if they charged to full or not. The patient was not getting stimulation. The patient stated they don't use it all the time, only when they needed to. No further complications were reported.